Event description:
As reported via the implant (B)(4), the patient received two edwards sapien valves during a transcatheter aortic valve replacement (tavr) procedure. According to the case summary, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, moderate to severe aortic insufficiency (ai) was noted post deployment of a 26mm sapien valve. A decision was made by the proctor and the implanting physicians to implant a second valve. A second 26mm sapien valve was implanted in approximately the same location as the first valve. The paravalvular leak (pvl) was noted to be trace and the ai was subsiding. One day s/p tavr the patient was noted to be in a stable condition.

Manufacturer narrative:
This patient was noted to have mild degree of aortic valve and leaflet calcification. Prior to deployment, the first sapien valve and delivery system, were noted to have good coaxial alignment and image intensifier angle. The sapien valve was positioned aortic 60:40 within the annulus. Post deployment the valve positioning was noted to be in a 50:50 within the annulus. During deployment, ventilation was held and there was no loss of pacing capture. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. Technical factors to consider include, improper image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. In this case, the exact cause of the reported event cannot be determined. However, in addition to procedural factors, it is possible that implanting a 26mm sapien valve within a mildly calcified annulus measuring 25-26mm (via tee) may have caused or contributed to the reported event. The physicians training manual recommends selection of a 26mm sapien valve for an annulus measuring 21-25mm via tee. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.